Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion (vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with radiesse. The patient was also injected with dysport. After the radiesse injection, the patient experienced repeated nausea, vomiting, and an occlusion. As reported, the reporter was attempting reversal with sodium thiosulfate, hylenex, kenalog and a lidocaine mixture. The outcome of the events was unknown.